Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was in a car accident in (B)(6) of 2013 due to low blood glucose and he was in the emergency room and hospitalized. Nothing further was reported.